Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6  per iso11135  and eo residual levels in compliance with iso10993. Each lot  is confirmed to meet requirements for non-pyrogenicty per iso10993 and sterility per iso11135 prior to release.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device longer than 48 hours. After receiving antibiotics at urgent care and the swelling got worse, the patient was taken to the emergency room and diagnosed with abscesses and cellulitis. The patient was treated with 2 antibiotics intravenously and was prescribed loceptin and clindamycin. The patient's blood glucose history is as follows: (B)(6).

Manufacturer narrative:
From the investigation, no damages were noted on the bottom housing, adhesive pad, soft cannula or formed needle. It could not be conclusively determined what caused the infection symptoms experienced by the user. An 0x18 alarm was generated, indicating the device had reached an empty reservoir. The reservoir was confirmed to be empty upon inspection.